Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in central vein. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During initial inflation, at less working pressure for few seconds, the balloon failed to fully inflate, and burst during the process. The balloon did not detach inside the patient after it ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient was stable following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . Device evaluated by MFR.: mustang 12.0 x 40, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in central vein. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During initial inflation, at less working pressure for few seconds, the balloon failed to fully inflate, and burst during the process. The balloon did not detach inside the patient after it ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient was stable following the procedure.